Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-01280. It was reported the patient's ipg was unable to be set into MRI mode after multiple troubleshooting attempts. The issue was related to low impedance on behalf of the patient's leads. In turn, the patient's scs system was explanted.